Manufacturer narrative:
The baxter technical support representative performed troubleshooting over the phone with the account, asking the account to replace the CPR valve. Per the baxter service manual the totalcare bariatric bed and totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Test the CPR release for correct operation and reset of the head cylinder. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Baxter technical support contacted the account addition times trying to obtain the resolution for this event. No response has been received from the account. Based on this information, no further action is required.should additional relevant information become available, a supplemental report will be submitted.

Event description:
Baxter received a report that totalcare bariatric capital had CPR function not working. There was no patient/user injury, medical intervention, symptom, or adverse event reported.